Event description:
It was reported the customer's battery casing was cracked. The customer also reported there was a missing piece of plastic on the casing. Customer stated the location of the damage was on the battery compartment. The customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.